Manufacturer narrative:
(B)(4). The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was performed using a starclose se device. Reportedly, the clip was deployed without issue but the starclose se device could not be removed from the patient anatomy. The starclose se device felt stuck. Re-positioning was attempted; however, the device could not be removed. The access ports were used to remove the starclose se device from the patient anatomy. Hemostasis was achieved with the starclose se device. There was no adverse patient effect. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.